Manufacturer narrative:
(B)(4). Batch # l55g3e. Additional information was requested and the following was obtained: what type of procedure was the device used in? -radical operation for carcinoma of stomach. On the second firing, did the device staple? -yes. If the device stapled, was the staple line complete? -no. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? -unk. On the second firing, did the device cut? -yes. If the device cut, was the cut line complete? -no. Will all pieces be returned with the device? If not, how were they discarded? -yes. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the firing knob broke during the second firing. The knob did not fall into the patient's body. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.